Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 unspecified bd pen needles experienced leakage. The following information was provided by the initial reporter: liquid leaked when the needle was not removed, so the customer felt that the liquid was not injected into the body.

Event description:
It was reported that 3 unspecified bd pen needles experienced leakage. The following information was provided by the initial reporter: liquid leaked when the needle was not removed, so the customer felt that the liquid was not injected into the body.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#.